Manufacturer narrative:
(B)(4). The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported that the pads were not detected during care of a patient. They were able to troubleshoot the issue and deliver therapy to the patient. There was no negative patient impact.